Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was taken by the paramedics to the hospital for low blood glucose. No blood glucose readings were reported. The customer stated that the paramedics were called to her home on another occasion to treat her for low blood glucose as well. Again, no blood glucose reading was reported. The displacement test was performed and the insulin pump passed the test. In addition, the customer reported motor error alarms.